Event description:
On 12-apr-2024 a physician used a venaseal closure system over multiple treatments of the patients left short saphenous vein (ssv). Minimal vessel tortuosity was reported. There were no abnormalities reported in relation to anatomy. A hypersensitivity reaction outside the treatment area (not the axial artery/vein) was reported on days 2-14 post-op. Patient symptoms included swelling, skin irritation, itching and a rash. One leg was treated. This was an initial reaction event. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. 4cc of glue was used. The patient has known allergies to sulfa and erythromycin. There are no known co-morbidities. Patient went to the treating physician and received a prednisone steroid pack initially to treat the initial rash and itching. Reaction proceeded over the next 2 days with increasing severity, patient went to the hospital ER for treatment. Patient was given higher dose steroids at the ER and sent home, patient progressed over the next 36hrs and then went back to the ER with anapylaxsis. Patient was admitted to hospital with anaphylaxis on (B)(6) 2024 and (B)(6) 2024. Patient received two rounds of epinephrine, and then an epi IV drip. Patient was in the ICU for monitoring as blood pressure was not stable. Patient is now at home, stable and recovering. Still having episodes of itching, difficulty breathing/ wheezing, anxiety. Under the ongoing care of allergist. Patient still taking medication to control the ongoing symptoms. Issue is still present.

Manufacturer narrative:
Film image analysis film image 1: ¿image received of patient¿s body seemingly with an allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 2: ¿image received of patient¿s hand, not consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 3: ¿image received of patient¿s body seemingly with an allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 4: ¿image received of patient¿s legs seemingly with an allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 5: ¿image received of patient¿s body seemingly with an allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 6: ¿image received of patient¿s back seemingly with an allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ film image 7: ¿image received of patient¿s face seemingly with a very slight allergic reaction present on the skin, consistent with the reported event. Lot number of the device could not be confirmed based on the returned image.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.